Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported via medwatch "setting up sterile field for PICC insertion it was found that the lidocaine ampule that is in the sealed PICC kits was empty, the neck of the ampule as well as the plastic safety cover were missing. Due to concern about glass fragments and missing lidocaine, entire kit was thrown away and a whole new insertion kit was opened."